Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
J-supreme it was reported that catheter stuck in stent occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. While performing a percutaneous coronary intervention, a 2.5 x 38 mm and a 2.25 x 38 mm synergy stent were placed. The stents were well positioned and apposed in the lesion. An intravascular ultrasound (ivus) was performed after stent placement using an opticross¿ catheter. It was noted that the guidewire exit hole of the opticross got stuck in the stent struts and the strut was deformed. The opticross catheter was rotated then removed by a 0.25 in. Non-bsc guidewire. Plain old balloon angioplasty was performed to complete the procedure.